Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that that mount for the bedside touchscreen screw came out and the stand fell on the table. Upon some functional test fse confirmed that the that screw mount for the beside touchscreen was came out. Fse replaced side monitor control. After replacement of side monitor control. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the mount for the bedside touchscreen screw came out and the stand fell on the table. No harm has been reported to philips. Philips has started an investigation of this complaint.